Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm leaked. On the 7.5th day, the responsible nurse connected the indwelling needle and the infusion set to deflate the indwelling infusion for the patient. After that, the patient was sent to the endoscopy center with the infusion liquid by the escort center personnel for ercp+est+cylindrical balloon dilation+basket lithotomy, before the operation. When the nurse clamped the water-stop clamp of the indwelling needle to connect the three-way connection and prepared to open the two infusion channels, she found that the venous blood flowed back obviously when the indwelling needle hemostatic clamp was clamped (considering that the water-stop clamp was not completely blocked and closed, immediately connect the infusion set the indwelling needle was docked, the fluid was opened to allow blood to flow back, and a blood vessel was selected to open an infusion channel. The operation went smoothly.

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 4016704. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although the reported leak was confirmed, the photographs provided for this incident did not present sufficient evidence to identify a definite root cause. In lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.